Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1277847) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed. (B)(4).

Event description:
Customer reported receiving a reading of 199 mg/dl on his adc meter which was lower than a reading of 720 mg/dl obtained at a local health care facility. Customer experienced symptoms that were described as "thirsty, frustrated and eating a lot", tested with his adc meter and after obtaining a reading of 199 mg/dl went to a local health care facility where he was diagnosed with hyperglycemia and treated with "insulin and fluids". There was no report of death or permanent impairment associated with this medical event.